Event description:
It was reported that the pt underwent a pump replacement in (B) (6) 2008 after implant duration of 6 years. Per the rptr, the "previous pump worked well and there were no previous issues". The pt was told by the hcp that the catheter had disconnected from the new pump; the date of this occurrence was not reported. The pt expired in (B) (6) 2008. Autopsy results were pending. Initially, the pt's wife was told by the coroner that "the small intestine was distended and that there was paralysis." The pt did not have a heart attack and his blood count was normal. The pt's wife had concerns related to the baclofen. It was unk whether or not the device may have caused or contributed to the event as no product was returned.

Manufacturer narrative:
(B) (4).